Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low pacing impedance had been observed over a year on the atrial lead and in clinic programmed atrial sensitivity was low, leading to undersensing of atrial fibrillation. High capture thresholds were also observed. An insulation anomaly was suspected. The atrial lead was capped 29 apr, 2021 and replaced. The were no patient consequences.

Manufacturer narrative:
Medical device problem code 2285 - low impedance should have been added.